Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited a flat line during a episode of ventricular tachycardia (vt) with torsades. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced their episode of torsades during surgery and was externally shocked. The icm was removed and the patient was upgraded to an implantable cardioverter defibrillator (ICD).